Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a request was made to repair a defective mobile power unit (mpu) that had originally been issued in (B)(6) 2025 at the time of the patient¿s initial discharge following implant. In the interim, the clinic provided the patient with a replacement mpu, and the defective unit was retained by the coordinator. The patient subsequently returned the mpu to the clinic. Troubleshooting was performed, including battery replacements and testing the device across multiple electrical outlets within the home; however, the issue could not be resolved. No log files were available for review.